Manufacturer narrative:
The device involved in the event will not be returned for analysis as it was consumed in the event. (B)(4).

Event description:
Embolization of a dural fistula. During onyx injection, it was reported that the onyx had ruptured through the marathon after injection was halted for no more than two minutes and the system was removed from the patient. The onyx was contained within the neuropath. No injury was reported with the patient as a result of the procedure. Same event as MDR# 2029214-2013-00019.